Event description:
The customer reported product cracking and leaking. The location of the crack is in the area of the threads of the product. In this instance, the nurse accessed the line for a blood draw. The valve was cleaned with alcohol for 15 seconds and let dry for 15 seconds. There was no alcohol cap on the valve prior to the nurse accessing it. The customer further reported that they performed their own testing on lot numbers 12108054, 12108059, 12108051, 12098052 and 12098069 in an attempt to identify a lot related issue. No cracks or leaking were identified with any of these lot numbers. There was no report of pt harm or medical intervention. The customer stated that no further pt or event information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is complete.